Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event. Tac advised the customer to adjust the focus when changing the depth of field. The device will not be returned to olympus for evaluation.

Event description:
It was reported that the subject device had a blurred image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a blurred image. There were no reports of patient harm.